Event description:
Same as manufacturer's report #6000089-2006-01640. It was reported that 131 days after implantation of a 2.75x 28mm and 3.5x12mm taxus drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesion was located in the region of the left main and proximal left anterior decending (lad) arteries. A pre-intervention stenosis of 95% was reported. "Heavy coronary calcification, distal left main plaque ulceration, and terminal left main trifurcation" were noted. The left main and lad arteries were predilated with a 3.0x 20mm over the wire maverick balloon. Initially, a 2.75x28mm taxus stent was unable to cross the lesion. "High pressure dilation" of the lesion with a 3.0x18mm powersail balloon was performed and the stent was successfully delivered and deployed in the region of the lesion. Residual plaque protruding into the stent was observed. Dilation within the stent was performed with a 4.0x13mm powersail balloon proximally, 3.5x15mm quantum balloon in the mid region, and a 3.0x15mm quantum balloon distally. A dissection was seen in the mid left main artery and was treated with a proximally overlapping 3.5 x12mm taxus stant. Intracoronary ultrasonography was unsuccessful due to the "inability to advance the device through the tortuous stented segment." "Contained extravasation" of contrast material around the proximal lad was noted, "suggesting deep wall dissection." A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin and integrelin during; and plavix, and aspirin after the procedure. The final percutaneous coronary intervention result was "successful." The patient presented 131 days after the initial procedure with "substernal chest pain," and a 70% in-stent restenosis in the proximal lad. An intravascular ultrasonography (ivus) catheter was passed through the left main and lad arteries revealing a "focal area of in-stent restenosis in the proximal lad. The area of restenosis was dilated with a 3.5x8mm voyager balloon inflated to 14 atm, followed by subsequent dilations with a powersail balloon inflated to 18 atm. Ivus observation was repeated. Subsequently, a 3.5x8mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin and integrelin during; and plavix and aspirin after the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #7984218 have been reviewed and no issues or discrepancies were found. This records' review confirms that device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.